Event description:
A trilogy ev300, USA device was returned to a service center for evaluation of a bench repair request. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed error codes evt_prox_press_railed_low (error code 217) and evt_prox_deviation (error code 184). The service technician recommends replacing the system pcba (printed circuit board assembly) to address the error codes and has ordered the part for repair. Additionally, the service technician also noted that the unit was inspected internally to check all tubing and filters but did not find any blockages. The service technician also ordered the pm kit as part of the repair. If any additional information is received regarding the repair, a follow-up report will be filed.